Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. Reportedly, the customer continued to use the pump for insulin therapy.